Event description:
The customer generated false elevated architect ca19-9xr on a patient sample that repeated lower. On (B)(6),2022, sid (B)(6) generated architect ca19-9xr of 370.45 u/ml but repeated 2.73, 1.66, 1.68 u/ml and 1.45 u/ml using a new sample from the patient sid (B)(6). Specific patient information is not available. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list 2k91-39, that has a similar us product distributed in the us, list 2k91-33. A ticket search for lot 31312fp00 did not identify an increase in complaint activity related to the issue under review. A review of ticket trending data for the architect ca 19-9xr was performed. No adverse trends were identified. A review of historical performance of reagent lot 31312fp00 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31312fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 31312fp00. Device history record review was performed on lot 31312fp00 which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Labeling was reviewed and found to adequately address the issue under review. A product deficiency was not identified as the statistical evaluation indicates the assay performs per specification.